Event description:
It was reported that this pacemaker was operating in safety mode. The patient reported fatigue with exercise as a result of the safety mode default settings. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.